Manufacturer narrative:
H6: the customer later elected to return the device to ventec for an evaluation. Upon receipt of the device, ventec reviewed its electronic records (system logs) and confirmed that it had previously logged low inspiratory pressure alarms; however, the reported issue could not be duplicated during testing. Ventec then opened the device in order to perform a visual inspection and observed that the blower was heavily contaminated by dirt. The blower being heavily contaminated could have caused the low inspiratory pressure alarms. Ventec replaced the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower, which did show signs of contamination (dirt).

Manufacturer narrative:
H6: the initial reporter advised ventec that they no longer wanted to return the device to ventec for evaluation, and requested that the RMA be canceled. The initial reporter did not provide any further details about why they wished to cancel the RMA. The device was not returned to ventec for an evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device had displayed an alarm indicating low inspiratory pressure. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec made multiple attempts to obtain additional information about the patient, but the reporter did not respond with any further details.